Event description:
Pt self-tester reports protime inr 2.1 vs an unspecified point of care instrument inr 2.8 vs lab inr 2.6. Pt therapeutic range 2.5 - 3.5 inr. No report of any adverse event, serious injury, or intervention.

Manufacturer narrative:
Results: conclusions: manufacturer evaluation / investigation currently in process.